Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 470 mg/dl. Customer¿s mother declined to troubleshoot for high blood glucose. Customer reported that the no delivery alarm occurred during manual prime. Mom stated that the customer will cover her high blood glucose value using a bolus correction on her pump. Customer is not able to troubleshoot at time of call. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.